Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 291 mg/dl at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer stated that their insulin pump was restarted on its own. The customer will monitor the insulin pump. The customer did not return the product back for analysis.